Event description:
The company was informed of an alleged incident via certified letter on (B)(6) 2014. The alleged incident was described to the company as followed. "Per pt the liquid oxygen base unit failed while he was filing his portable unit, causing a spill and resulting in burns to his feet." Two units were involved in alleged incident. The company has verified the model of the portable unit and is in the process of verifying the model of the base unit (sn (B)(4)).